Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was greater than 200 ohms in the triad configuration. The vector was reprogrammed to the right ventricular (rv) coil to can and the resulting shock impedance was 120 ohms. It was additionally reported that the overall increase in shock impedance had been gradual and could be related to calcification/mineralization on the surface of the lead coil. The patient was 0% paced in the rv and electrogram channels were clean/artifact-free. Technical services discussed troubleshooting options. The rv lead remains in service.